Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found damage at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. Additional observation not reported by site. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera adapter removed from endoscope housing and evaluated and found with adapter shaft bearing contributing to friction. The complaint was confirmed by failure analysis. The probable root cause of the distal cracked window is attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that there was a crack inside the 30 degree endoscope plus. There was no report of patient involvement or patient injury.